Manufacturer narrative:
H3/h6): the turbo-elite device was not returned; thus, no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a plaque lesion in the mid posterior tibial (pt) artery. A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. During calibration of the device, light could be seen from the outer jacket; therefore, the turbo-elite was removed. A new device was used to complete the procedure with no reported harm to the patient or user. This event is being reported for unintended radiation exposure, potential for harm.

Event description:
This event is no longer reportable for product problem: unintended radiation exposure; potential for harm. Per the returned device analysis, no breach to the outer jacket or red light was observed.

Manufacturer narrative:
B5): this event is no longer reportable after device evaluation and investigation completed. G3): the device evaluation and investigation were completed 10jan2025. H3): the turbo-elite was returned for evaluation. Visual inspection found no breaches or red light observed along the length of the device. H6): based on the device evaluation and investigation, the cause of the red light emitting from the side of the catheter could not be established. Medical device problem code corrected to a24 (from a0413). Hecc code corrected to e2403 (from e2119). Investigation findings code replaced with c19 (from c20). Investigation conclusions code replaced with d15 (from d14). All other codes from the initial MDR remain applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.